Event description:
When taking pt off bypass, pulmonary artery pressure became elevated and tee showed one leaflet not moving fully. Pt was put back on bypass and explored. Valve appeared to function normally and no entrapment was found, but it was replaced anyway.